Event description:
It was reported that the patient had found a leak in their transfer set. The transfer set was in use for just over two months when the leak had occurred. The patient informed the nurse and the patient¿s transfer set was replaced. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection, leak test, clear passage test, and clamp function test were performed with no issues noted. During evaluation, the returned sample was connected to the titanium adapter and no leaks were detected. The reported problem could not be confirmed through the sample evaluation. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.